Manufacturer narrative:
(B)(4): analysis of the lead found electrodes #10 and #14 to be lifted from the paddle. The molded rubber which holds the electrodes in place had been torn. The weld on electrode #14 was broken between the electrode and conductor crimp sleeve. Pitting was observed on all connectors on the proximal end (suspected damage from decontamination after the procedure). Continuity was acceptable on circuits 0-13; circuit 14 was open. No shorts were observed during a dry test.

Event description:
It was reported that the physician was repositioning a lead during implant and felt resistance when he attempted to retract the lead. When the lead was retracted, some of the electrodes were dislodged from the electrode paddle. A new lead was implanted. No patient injury occurred.